Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's transmitter failed to transmit, there were no lights on. The power cord adapter appeared to have fallen apart and had burn damage, it looks as though it overheated and nearly melted apart. The unit would be replaced.